Event description:
It was reported that during removal of the right ventricular lead the atrial lead came out. It is unknown if the atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead in segments was returned to the manufactured and analyzed and no anomalies were found. All conductors were stretched and there was blood/body fluid (not obstructed). The outer insulation had cosmetic metal induced oxidation, cosmetic environmental stress cracking, a white substance and a cosmetic depression. The lead was stretched and had apparent explant damage.